Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. Three unopened knives, in blister were received for the report of blunt knife. Samples 1, 2 and 3 were visually inspected and were conforming. Functional penetration testing was performed on sample 1, 2 and found to be conforming. Functional penetration testing was performed on sample 3 and found to be non- conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples 1 and 2 were found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Although the actual samples were not returned, the returned unopened sample 3 was nonconforming for functional penetration testing. The root cause of unopened sample 3; dull blade is the electropolishing process in the cutting instruments manufacturing process. . Sample 1 and 2 met specification. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the knife was blunt and could not cut before surgery, the procedure type was unknown. The surgery was performed and completed without product replacement. There was no impact reported.